Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reliability laboratory technician. (B)(4) laboratory; complaint received with return of device. Failure (event) observed during analysis. Analysis found an insulation abrasion, 49 cm from the connector pin. The metal cable was not exposed. The location of the abrasion is consistent with that of friction to another device.